Event description:
It was reported that a malfunction alarm occurred. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 1100 mg/dl. Customer was treated with intravenous fluids of saline, insulin and antibiotics. The customer was released from the hospital on 7/29/2024 with the issue resolved and no permanent damage. Subsequently, a replacement pump was sent to the customer to address the malfunction.